Event description:
The customer reported that the interconnect cable was shorting out. This would likely cause the system to stop functioning. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced. The system was then found to be operating as intended.